Event description:
During closure of arteriotomy site using perclose device, md unable to fully insert device into artery. Also unable to remove device once inserted. Artery badly calcified. When device removed, 15" section of cath remained in femoral artery. Required surgery to remove.